Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. An attempt was then made to snare the device and a dissection occurred. The vessel occluded due to thrombosis caused by dissection. This intervention lasted 4 hours before the patient was transferred to another hospital where bypass surgery was performed and the dislodged stent was removed. The patient was connected to a heart-lung machine to treat right heart failure. No additional information was provided. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 3.5x18 xience prox and the second 2.0x12 mini trek are being filed under separate medwatch reports.

Event description:
It was reported that the patient presented to the hospital with st-elevation myocardial infarction (stemi). The intervention was to treat a lesion located in the mid right coronary artery (rca) that was heavily calcified. A high-torque balance middleweight elite (bmw) guide wire was successfully advanced and crossed the lesion. Then, successful pre-dilatation was performed using a 2.5 x 15 mm balloon catheter. A xience prox 3.50 x 18mm was advanced towards the lesion but got stuck in the very calcified curve of the rca. The device was moved two to three times forward and back, but the device could not cross. An attempt was performed to retract the xience prox but the device got stuck at the guiding catheter. The xience prox was advanced and the stent dislodged at the ostium of the rca. A balloon catheter was advanced but could not be advanced into the stent lumen. Then, a 2.0 x 12 mm mini trek was advanced but also could not cross the stent lumen, however another 2.0 x 12 mini trek was successfully advanced and the balloon was dilated 6-8 atmospheres. An attempt was made to retract the balloon including the stent but the xience got stuck at the guiding catheter again. At this time it was noted that the balloon had ruptured during the first inflation and it was removed. A new guide wire was advanced and placed next to the stent and a 3.0 x 20 trek was advanced hoping to push the stent to the vessel wall using dilatation. During dilatation, this balloon also burst during the first inflation. Several attempts were made to recover the dislodged stent with four different whisper wires but these also could not cross the stent lumen or advance between the stent struts.